Event description:
Customer reported there is no vertical movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift power supply. System operates as intended. (B) (4).